Manufacturer narrative:
This supplemental report is being submitted to provide the evaluation result for the subject device. The device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation confirmed that a communication error and the endoscopic image loss when the device was connected to the video system center and was power supplied for 20 minutes. The evaluation also confirmed that there was no foreign matter adhered to the electrical contacts on the video connector of the device. As a result of causal investigation, it was identified that the electric board within the video connector caused the reported event. However, the exact part of the electric board could not be conclusively identified. In addition, this supplemental report also corrects "device product code" of d2.

Manufacturer narrative:
The device was returned to omsc for evaluation. The evaluation is in progress. Omsc reviewed the manufacturing history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the endoscopic image of the subject device disappeared during a therapeutic procedure. The user facility re-connected the device to the video system center, but the image did not recover. Therefore, the device was replaced with similar but another device and the procedure was completed. There was no patient injury associated with this report.